Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the whole system was explanted due to pocket infection. The patient is stable and the system will be returned to abbott.